Event description:
It was reported that a malfunction alarm occurred, identified as malfunction 9. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump and assisted in the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump but to call back if any further issues arose.